Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) lot# va0h9n5 serial# implanted: (B)(4) 2014 explanted: (B)(4)2017 product type lead . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# va0h9n5, implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type lead.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient woke up and the stimulation was uncomfortable. The patient denied any falls or accidents, etc. The patient was seen by the doctor where it was noted that it was uncomfortable for the patient to have the impedance test run. The impedance test showed >4000 ohms. The device was turned off and a revision/replacement was scheduled. During the replacement surgery it was discovered the lead was ¿in two¿. A new lead was then placed. The issue was reported as resolved. There were no further complications reported or anticipated.